Event description:
It was reported that the device was used during a low anterior resection. The device fired the staples but did not cut the tissue. Fired staples, but failed to cut. There was no consequences to the patient.